Manufacturer narrative:
Cmpl-(B)(4)

Event description:
It was reported that a bluetooth is off warning message occurred. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a bluetooth is off warning message occurred. It was indicated that the operating system for the smart device was not a supported system, which is misuse of the device. Data analysis will not confirm the alleged complaint or determine a root cause. The probable cause could not be determined. No injury or medical intervention was reported.